Manufacturer narrative:
Further information from the reporter regarding device information has been requested. No additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Lab analysis results: visual analysis of the returned device identified: flat creases on implant, broken shell, broken plug strap, and one curved opening in posterior side. A leak test was performed which identified two openings on the device. A dimension measurement in the shell was performed which identified the thickness was within specification. Microscopic analysis was performed which identified: one curved opening in posterior side which displayed a sharp edge opening (unidentified (tear) opening), a broken plug strap which displayed a sharp edge opening (unidentified (tear) opening), the diapherm flange disk was partially delaminated and cataloged as adhesive failure, and one curved opening in anterior side displayed striated edge consistent with the use of a surgical tool. A fill inspection was performed and identified no blockage in valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.